Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient connected the heater line to the supply bag and supply line to heater bag. The patient then pulled the solution bags off and switched them around. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient connected the heater line to the supply bag and supply line to heater bag. The patient then pulled the solution bags off and switched them around. This event occurred during dwell in peritoneal dialysis therapy while the patient was connected. The technical service representative explained that they could not do that. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.